Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿blank display¿. The unit was triaged and the reported issue was confirmed. The printed circuit board (pcb) was replaced with a test pcb. The unit then passed testing and functioned normally, indicating the fault lay in the original pcb. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2017-08-30.

Event description:
It was reported on (B)(6) 2017 that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2017, the service tech found the enteral feeding pump had a blank screen.